Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section b3: date of event: unknown, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lenses (iol) was explanted from the patient's right eye due to halos and glares. The patient was unable to drive at night. The lens was explanted and replaced with a non jnj lens in a secondary procedure. No other information is available. No other information is available.